Event description:
It was reported that the pump was removed because the patient developed a decubitus ulcer. It was uncertain what medication was used in the pump. Additional information has been requested.

Manufacturer narrative:
Concomitant product: product 8709sc, description - catheter 8709sc 1 pc, lot # 0203518751, implanted: (B)(6) 2010, product type catheter.

Manufacturer narrative:
(B)(4).